Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. The lot history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic tumor removal, when the device was in and out of the trocar, the distal part of the trocar was partially cracked. The surgeon stopped the operation in time and removed the fragment from the body. All pieces were retrieved from the patient. Changed to another to continue the surgery. There was no patient consequence reported. No additional information can be provided.